Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a gastrectomy procedure, the device did not place a complete row of staples. It only stapled halfway. They got a new one to complete the procedure. There was no patient impact.